Manufacturer narrative:
Result: cracked head-end siderails inner and outer panel modules. Damaged sensor coil cord.

Event description:
It was reported by service report that the head lift is stuck in full height, and would not go down. The head-end siderail panel modules were cracked. No patient involvement or adverse consequences were reported.